Event description:
The subject device was used for a laparoscopic procedure of the rectum .the probe tip of the device was broken and the probe tip fell off inside the pt. The tip was retrieved from the pt body. The procedure was completed with another thunderbeat device. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 17 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratch as the starting point. The mfg history was reviewed, with no irregularities noted. As a result of the device investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load outputting or grasping tissue. This report is being submitted in an abundance of caution.